Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the insulin safety syringe. The customer reports "the safety barrel on the insulin syringe came apart when the rn went to activate the safety and caused a needlestick injury."

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.